Manufacturer narrative:
Abbott field service (fs) investigated the issue on site. Fs troubleshooting included replacing six parts but was not able to confirm which parts resolved the issue, so the instrument ((B)(4)) was identified as the likely cause. No discrepant results have been reported after fs replaced the parts. A review of the (B)(4) service history was not able to identify or confirm any additional likely causes. A review of the clinical chemistry systems revealed that the calculated erratic rates for the architect c4000, c8000, and the c16000 systems were all below the upper control limit and found no systemic issues or trends for the issue associated with this ticket (erratic/discrepant results). A review of the product labeling concluded that the issue is sufficiently ad dressed. Based on the investigation no product deficiency was identified for the architect c8000.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer reported a falsely decreased sodium (na) result generated on the architect c8000 analyzer on one patient. Results provided: sid (B)(6), on (B)(6) 2019 = 120 meq/l / repeated on (B)(6) 2019 = 141 meq/l. No impact to patient management was reported.